Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low scan on the adc device and reported symptoms of "just not feeling well". The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer required treatment from a healthcare professional (hcp) who provided a shot of insulin (type/dosage unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. Performed a source measure unit (smu) test and were measured to be within specification. Poise voltage was also within specification indicating that the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.